Event description:
The customer reported that the heartstart mrx was failing op check due to invasive blood pressure failure. There is no indication of pt involvement.

Manufacturer narrative:
(B)(4).